Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information reported the patient did not have concerns with their device of therapy.

Event description:
It was reported that when the patient first got the pump he was on ¿death¿s door¿ and he was suicidal. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.